Event description:
It was reported that the colonovideoscope's suction valve channel was clogged. There was no report of patient harm. He device was returned, evaluated, and foreign objects were found in the suction cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the suction function did not work well due to damage on the suction cylinder. In addition to the foreign objects found in the suction cylinder, other evaluation findings are as follows: the air/water cylinder had no color; the ID data had reached its cumulative max of numbers; the suction connector was shaved; the insulation value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the image had a partially dark area due to a scratch on the objective lens; the objective lens and the light guide lens were cracked; the connecting tube had a wrinkle; and the protector of the universal cord on the suction connector side was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction cylinder was unable to be further specified. Moreover, no deformation of the cylinder was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.